Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under potential adverse effects, number 1 states, "fracture of the temporary hemi-hip prosthesis component, made using the stageone¿ select disposable cement spacer molds."

Event description:
It was reported that patient underwent initial left hip arthroplasty on an unknown date in (B)(6) 2014. Subsequently, the patient was revised on (B)(6) 2014 due to infection. Cement spacers were implanted. Patient was further revised on (B)(6) 2015 due to fractured cement stem. The cement stem was removed and replaced with a stem implant.